Manufacturer narrative:
(B)(4). Customer reported:the ventilator was not in use on a patient at the time the malfunction occurred. The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcbs. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an erratic display. Patient involvement information was not provided by the customer. The evaluation and repair of the device is yet to be completed.